Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having a lot of trouble getting her blood glucose below 250 mg/dl unless she uses a syringe. Customer's blood glucose is 319 mg/dl. Customer had symptoms of high blood glucose such as dry eyes. Customer stated that her blood glucose was 152 mg/dl in the morning before changing the infusion set. Customer's blood glucose went up to 429 mg/dl with the pump on. Customer had a low reservoir alarm and low battery alarm in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer stated that the cannula was bent in half and occluded. Customer was explained that the infusion set and reservoirs will be replaced.